Event description:
The customer reported that they were hospitalized for high bgs. The customer stated that they had a back up plan. Also it was indicated that the customer changed the set. Troubleshooting was performed. The programming on the pump was incorrect.